Manufacturer narrative:
Trackwise #(B)(4). The device was returned to the factory for evaluation on 01/23/2023. An investigation was conducted on 01/30/2023. A visual inspection was conducted. The device was returned inside the plastic protective carrier, however, the plastic covering of the plastic protective carrier was not returned for evaluation, which indicates that the product packaging was opened. Contents observed in the plastic protective carrier were as follows: the harvesting device as well as the cannula, 03 (three) syringes, the dissection tip, as well as the scope seal. The btt port was not observed in the plastic protective carrier. Based on the returned condition of the device as well as the evaluation results, the reported failure "component missing" was confirmed. . The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot #3000284341 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the vasoview hemopro 2 (w/vasoshield) btt port was missing upon opening before the case started. They opened a second kit to complete the case without incident. No reported injury to the patient.